Manufacturer narrative:
Device evaluation: d10, g4, h2, h3, h6, h10. Results of investigation: a vyaire medical failure analysis lab technician was able to confirm the customer's reported issue. Bench testing revealed xdcr pt801 failed.

Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator experienced vent inop, motor fault, xdcr fault, high rate, low pip and low ve alarmed while in use on a patient. The events log recorded "transducer fault occurred (1,0,1271)". The transducer test was performed and "circ press: 1082 failed" the customer advised there was no patient harm and the patient was moved to a different ventilator.